Event description:
It was reported to boston scientific corp that following an anterior pelvic floor repair producer (procedure and event dates unk) using a pinnacle anterior/apical pfr kit, the pt presented with the mesh exposed on the suture line. The physician prescribed estrogen to the pt. No further info about this event or pt has been forthcoming.

Manufacturer narrative:
The complainant indicated that the device was implanted and will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.